Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl. The customer also mentioned other blood glucose values such as 432 mg/dl. The customer declined to troubleshoot for high blood glucose level. The customer was reported that the infusion set had bent cannulas. The insulin pump will not be returned for analysis.